Event description:
During an endovascular coiling procedure for an mca aneurysm, efforts to detach the micrus coil after it had been advanced through the microcatheter into the aneurysm sac were unsuccessful. This necessitated an open craniotomy with aneurysm clipping and coil extraction.